Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Per the sales rep: I was able to talk to the dr today. Answers to the questions are below. When I was given the device I was told that the staples were present, but not closed (like goal posts), but when I spoke to dr today he told me that he did not see any staples. On what tissue type was the device used? Sigmoid colon at what location on the tissue? Sigmoid colon. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 4th firing per the room, 2nd firing per the surgeon. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Was there any damage noticed to the cartridge? No. Did the device deliver any staples on either side of the cut line? Not per the surgeon. Were any of the staples formed? Per the surgeon, there were no staples seen for those staples that were unformed, were they completely unformed (ie goal posts) or did they have slight b-form? What were the patient's pre-existing conditions? Diverticulitis, the tissue was very thick. Does the patient have any relevant history of surgical treatments? If so, what? No. Had the targeted tissue been radiated? No. Is there any other additional information you would like to share about this device or procedure? The surgeon believes that this reload had no staples how long has the surgeon been using this device for this procedure (in years)? 10 years or more.

Manufacturer narrative:
(B)(4): anvil. The analysis results found that one (B)(4) device was returned with the anvil bent upwards and with four (B)(4) reloads fully fired present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that the device was used during a robotic sigmoid colectomy. The device, with the 4th blue reload, was being fired on the sigmoid colon, the device cut but the staples did not form at all. The surgeon converted to an open procedure. A contour device was used to complete the case. No other information is available at this time. The patient is doing fine at this time. One device is being returned. (4 reloads, unknown which one was in the device at the time the incident occurred.)